Event description:
The pump was returned for investigation. Investigation revealed that there was no vibration to the pump due to moisture damage. A leak test revealed that the battery compartment was leaking. The battery compartment was found to be cracked toward the pump case seal. There was also corrosion found in the battery compartment. The pump cover was removed and internal moisture was found inside the pump. The pump¿s display screen was found to be faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that there was no vibration to the pump due to moisture found in the pump. The battery compartment was found to be cracked toward the pump case seal. There was also corrosion found in the battery compartment. The pump cover was removed and internal moisture was found inside the pump. The pump¿s display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.